Manufacturer narrative:
(B)(4). Batch: r57u1d. Investigation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with two ecr60b fully fired reloads present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b and c: ecr60b, r5a812, fully fired a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the laparoscopic wedge lung resection surgery, after fired noted the staples malformed. Changed another cartridge, after 1st stroke, the blade returned back automatically. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.